Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "I began to feel symptoms of pain, swelling, discomfort and stiffness", "capsular contracture - grade IV" and "intracapsular inflammatory alteration suggestive of reaction to silicone". This record is for the right side. Device remains implanted.